Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging sleeping problems, sleepiness during day, fatigue and headaches. There was no report of patient harm or injury. The device was returned to the manufacturer¿s product investigation for investigation. The manufacturer visually inspected the device. The manufacturer found no evidence of sound abatement foam degradation. The device¿s downloaded event log was reviewed by the manufacturer and found no errors logged. The manufacturer concludes there was no evidence of sound abatement foam degradation.